Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had high impedances on all electrodes except number 2. It was unknown and the rep was unable to determine if there were any environmental/external/patient factors that may have led to the issue. The rep reprogrammed using 2 electrodes that were working. The patient would report to the rep next week to see if it was effective. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: 2015 (B)(6) product type lead product ID 977a260 serial# (B)(4) implanted: 2015 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-sep-08. The rep stated that the therapy-related charge was gradual. The rep stated that the reason for removal was because the leads were broken. All electrodes were out of range (oor) even when connected to the multi-lead trailing cable. The patient is requesting analysis. The patient recovered without sequela. The implantable neurostimulator (ins) and two leads were returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no significant anomaly and revealed the set screw was backed too far out. Analysis of the leads (serial # (B)(4)) revealed the conductor was broken and the anchor site was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated that "adverse event" was also applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.